Event description:
Head of csa, reported via the sales rep that the teardrop handles were used during an extraction procedure and that a crown drill got stuck in the handle. He further reported that the procedure went well without any delays. He added that the drill could not be separated from the handle. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.